Event description:
On (B)(6)2015, the reporter contacted lifescan (B)(6), alleging inaccurate control solution results. The reporter did not provide any results from the subject meter or the lot# of the subject test strips. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.